Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in south africa. 2nd lens was crunched in injector after loaded under bss only. Crunched lens was implanted and had to be explanted. The product information is still not available. (Q14-c061) the second patient didn't have complications after explantation and another vivinex was implanted in the bag." The iol was explanted on (B)(6) 2026. Problem code: a0404 - crack.